Event description:
During a knee revision surgery, the surgeon removed the tibial component and articular surface. The patient was complaining of patella pain. It was determined the pain was attributed to a mal-rotation position of the tibial component. A new tibial component was properly positioned and inserted.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and activity level is unknown. Based on the available information, there appears to be no product deficiency. A definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.